Event description:
A male pt underwent a therapeutic placement of an ultraflex precision colonic stent for the treatment in 2005. The stent was placed in the rectum near the rs junction. The clinician reports that the pt sustained a perforation of the lower bowel/rectum due to hard stool occlusion at the proximal side of the stent. It is noted that the pt expired twelve days post stent placement due to the occlusion and perforation. It is unk if the perforation was related to the device or the pt's disease process. There is no further info available at this time.